Manufacturer narrative:
Device manufacture date not known; lot number not provided. Product not returned to manufacturer

Event description:
Doctor reported that the encode abutment would not seat with internal connection of implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Mishandling of small components inside the patient's mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. For compatibility of bella tek patient specific abutments, please refer to compatibility table in the accompanying document. Without the returned product, there is not enough evidence to form a conclusion on the reported event.. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.